Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm or identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This failure mode is being further investigated in a corrective and preventive action (CAPA). The mcs instrument is associated with component changes to improve cable performance. Additionally, the mcs instrument uses a tip cover accessory, which mitigates the potential for a fragment falling into the patient. In a potential fragment-causing failure, such as cable failure, for the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. At this time, complaint investigation has been completed and this record will be closed. If additional information to this complaint is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the coating of the monopolar curved scissors is affected, the coating is degraded, the orange layer is visible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-jun-2025: the damage was not related to the tip cover. The monopolar curved scissors (mcs) tip cover accessory was properly installed during the procedure. It was stated that the tip cover was not properly installed beyond the orange surface. There was no damage noted on the tip cover. No material was missing from the instrument however, the wire was broken (it was loose at the top of the mcs instrument).